Event description:
It was reported that during a neuro case, the software locked up. The navigation portion of the procedure was aborted with this system. The account had a backup system on hand, and the case was completed successfully as planned with the backup system. There was a delay of about 10 minutes while the backup was located and the initiation procedure was completed. There was no negative effect on the procedure due to this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, a communication error between the main board and graphic card occurred.